Event description:
Customer reported the wig wag brake handle is broken and the system locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the brake handle, gib pcb, and upgraded software. System operates as intended. This MDR is related to ge healthcare complaint number.